Manufacturer narrative:
A ge service rep performed an on site investigation. The system was evaluated and identified as requiring replacement of various components, however the device is eol and the required components are no longer available. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.